Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2013. According to the complainant, post-procedure, the patient experienced a urinary tract infection with onset of (B)(6) 2014. This was treated with antibiotic ceftin 500 mg, and was reported to be "recovering" as of (B)(6) 2014. As a result of the antibiotic treatment, the patient experienced a vaginal yeast infection with onset of (B)(6) 2014, and the patient was prescribed diflucan to treat the yeast infection.